Event description:
It was reported that the patient was admitted to the hospital after receiving inappropriate therapy due to oversensing of noise. There was also varying impedance, 400-1700 ohms, and an apparent lead fracture. The lead was explanted. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis.